Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient noticed redness that first occur at the sensor patch adhesive, which later progressed, expanding beyond patch perimeter located between sensor and pump. The next day, the symptoms worsened, including a development of white dots like pimples and increasing inflammation. Over the next several days, the patient experienced persistent symptoms including skin infection, throwing up, and uncontrolled high sugars with sensor readings over 400 mgdl. The patient attempted self-treatment using 50 units of insulin via injection per day in divided doses but remained unable to control bg levels. No prior topical or oral medications were used before hospitalization. On (B)(6) 2026, due to infected site and bg levels reaching approximately 600 mgdl, the patient was transported to the ed (emergency department) by a friend. Upon admission, the patient underwent immediate procedure including lancing (incision and drainage) of the area to drain the infection, followed by blood cultures. The patient was treated with heavy duty unspecified antibiotics (unspecified dosage) and insulin both administered through IV. Despite initial treatment, infection persisted, and on (B)(6) 2026, the patient underwent a second surgical procedure to clean the wound out, resulting in two big holes in patient¿s arm, which required wound care including daily packing with gauze. During admission, the primary diagnosis remained related to the skin reaction and infection, with associated complications of high blood sugars, though the patient was not diagnosed with diabetic ketoacidosis (dka). The patient was discharged on (B)(6) 2026. At that time, patient¿s condition improved, reporting that the arm doesn't hurt no more and is getting better, though still requiring ongoing wound care. At present, the patient is stable, with resolved infection. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).